Event description:
Customer reports to have experienced a no delivery alarm while priming. Customer reports of having blood glucose of over 600 mg/dl and treated with insulin pump. After troubleshooting, customer was advised that insulin pump was working as designed. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).